Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by technical support to obtain additional information; however, no additional information regarding this event was provided.